Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received info that the pt implanted with this bioprosthetic valve died 75 minutes after implant. It was reported that during valve insertion the handle came off the valve holder and the surgeon experienced difficulty attaching the holder to the handle to finish stitching as the white rotor threads appeared to be stripped. The valve was able to be successfully implanted and fit well. At 75 minutes post operative, the pt experienced cardiac arrest. The pt was brought back to the operating room with CPR in progress. Upon visual inspection of the heart in the operating room there appeared to be an av groove disruption with complete exsanguination. It was also reported that the pt's native valve etiology prior to implant was active endocarditis and rheumatic heart disease.